Manufacturer narrative:
(B)(4). Device was not returned to manufacturer for evaluation (B)(4). The system manufacturing records were reviewed. All system component inspection tests were in specification and no issues associated with the product manufacturer were identified that may have contributed to the complainants claim. Evaluation performed by the manufacturer using duplicate equipment could not reproduce the reported multiple stimulation fault except through repeated activation of the mouse/icon interface, an expected function. The system software code was also reviewed confirming that a double stimulation cannot occur on its own. Even if this purposely occurs through repeated activation, stimulation of this kind using such equipment is not considered hazardous, is not considered adequate to initiate a patient seizure, nor is such a response reported in literature as a potential risk in electro-diagnostic medicine.

Event description:
A customer complaint was reported through the natus neurology (B)(6) distributor. An (B)(6) customer was using a natus endeavor cr desktop system on a patient to monitor eeg/emg functions. The customer was performing patient stimulation in a non-recurrent mode and reported that a double stimulation occurred on the patient using a computer mouse and by clicking on the associated system computer icon. After purposely performing the first stimulation, a second stimulation pulse occurred supposedly without further input from the doctor. Following the second stimulation, the patient experienced a seizure which required drug intervention to control.